Manufacturer narrative:
(B)(4). The device history review for the product the product visistat 35r 6/box, lot #73e1600558 investigations did not show issues related to the complaint. The device has not been returned for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The staples stuck in the stapler. The patient's condition was reported as fine.